Manufacturer narrative:
This report is submitted on 2 december 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. This report is submitted on september 3, 2020.

Manufacturer narrative:
This report is submitted on july 13, 2020.

Event description:
Per the clinic, it was reported that the patient was experiencing, pain, headaches and dizziness with and without device use. The patient was treated with oral antibiotics and steriods (date not reported); however, the issue did not resolve.